Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the audio is failing with error 881. The customer performed audio test , but the error continues. They have replaced the speaker and the error persists. There was no reported patient impact.